Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support successfully guided the caller through a pump reset, resolving the issue, and the caller was able to start their sensor session without further errors.